Manufacturer narrative:
(B)(4). Post market vigilance (pmv) received one opt bl vps v2 tmm shrt w/fx opened by the account with packaging. The product will expire on 2022/02. The visual inspection of the returned product noted that the circular seal was cut. The obturator, cannula and envelope seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Forwarded to engineering for further evaluation of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pylorus-preserving pancreaticoduodenectomy, there was noise leaking co2 gas from the seal.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. As per visual evaluation the lower seal of cannula received were damaged. No additional abnormalities were found. The damaged in the lower seal of the cannula appeared to be a cut in the seal. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.